Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the surgeon performed an intra-operative impedance check, as well as reconnecting the ins, and both presented good impedance. The adapter was changed the next day and the impedances were good at the percept impedance check.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 64002 lot# serial# unknown explanted: (B)(6)2021 product type adapter product ID 64002 lot# serial# unknown implanted: explanted: (B)(6)2021 product type adapter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the adaptor would not be returned as it was cut to be properly removed and disposed.

Manufacturer narrative:
Other relevant device(s) are: product ID: 64002, serial/lot #: unknown, implanted: asku, explanted: (B)(6) 2021, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectivity test failed and impedance values were all out of range during implantable neurostimulator (ins) replacement. The connection was checked twice, as was the alignment of the contacts within the ins header. The adaptor was unplugged and connected to previous ins and impedances were in range. The adaptor was then reconnected to the new ins and the pocket was closed. Resetting the ins did not resolve the issue, and using the tablet to pretend the system was plugged to the 7-15 channel resulted in high impedance connectivity test failed. The system composition on the tablet was changed to 1 lead directly connected to the battery (4-7) and the connectivity test was passed and only 1 bipolar pair was within range. Ramping up the stimulation settings resulted in out of regulation (oor) message at 0.6 ma. In the post-operative period, stimulation could not be delivered, and therapy could not be delivered due to impedance check. The physician replaced the adaptor and the impedances were in an acceptable range. No symptoms were reported as a result of the event.  The patient was implanted for dystonia.